Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the smart coil¿s pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of smart coil revealed the embolization coil had offset coil winds near its proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter and the smart coil is forcefully advanced, resistance may be experienced, and coil winds may become offset. The offset coil winds caused resistance when advancing the smart coils during functional analysis. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple non-penumbra coils and smart coils using a non-penumbra microcatheter. The physician then felt strong resistance and was unable to advance another smart coil through the microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.